Manufacturer narrative:
The reported event was addressed with phone support. The customer removed the fenestrated bipolar grasper instrument and installed a backup fenestrated bipolar grasper instrument to continue. The technical support engineer (tse) found no related errors. The customer continued with the procedure. The customer then reported after a replacement of different sterile adaptor, the system worked with no further issues. No site visit was conducted. The system was working properly, and no additional action was required as no further issues were reported.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the fenestrated bipolar grasper instrument would not release tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the fenestrated bipolar grasper instrument in arm 4 would not let go of colon tissue. The tissue was stuck between the jaws of the instrument. Tissue was released after multiple attempts to open the instrument by the surgeon at the surgeon console. No tissue was removed or damaged during the incident. No bleeding occurred. No bio debris was visible on the instrument prior to the jaws getting stuck. There were no complications during or after the procedure with the patient. This issue was happening with different instruments; therefore, no instrument was sent out for evaluation.